Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out of range. In addition, the device is close to elective replacement indicator (eri) and rv lead sensing is low. There is no intervention information available to date and this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).